Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). The reason for call was patient reported that sometimes they will feel burning/tingling sensation in the implant site on their lower back and this has been happening for a while. Agent asked if they've tried changing therapy group, and patient confirmed yes they did and they would experienced the same therapy issue. Agent asked if the therapy issue would happen on a specific situation and patient stated that there's no specific situation they would feel the sensation; sometimes it would happen while charging the implant. During the call patient turned on their stimulation and once they turned on the therapy they can feel the therapy is doing something else and they don't understand why. Patient mentioned that they made their manufacturer representative (rep) aware of the issue last week. Patient mentioned information about their previous implant. Agent asked if they have consulted this with their managing hcp and patient mentioned no. Patient added they only get to talk to their rep and their rep advised them to call patient services. Agent reviewed rep role to patient. Agent also redirected patient to their hcp. Patient mentioned they do not have an hcp. Agent did a callback to patient to get more information on the event/notify date. Patient clarified that the burning sensation has been happening for a while (unclear on the event date) and patient mentioned also that they mentioned this with their rep even prior to last week.